Manufacturer narrative:
An event regarding a disassociation of the locking ring involving a centrax duration 26mm x 47mm was reported. The event was confirmed. Method & results: - device evaluation: the device was returned with the locking ring disassociated and the tabs to the inner insert were deformed. - medical records received and evaluation: the xray confirms dislocated hip however, op reports, clinical/past medical history were needed to provide a meaningful dictation for this case. - device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. - complaint history review: there have been no other events for the lot referenced. Conclusions: the event was confirmed however the root cause of the reported disassociation could not be determined due to the combination of lack of medical records and the fact that the device was damaged. If additional medical records were to be received, this investigation will be reopened. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
The locking ring came off after the operation and revision surgery was performed on (B)(6) 2015.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The locking ring came off after the operation and revision surgery was performed on (B)(6) 2015.